Manufacturer narrative:
Visual examination of the returned product identified significant signs of use in the form of discoloration, scratches, and worn finish on the handle. Product was identified using the item/ lot etch along the shaft. The hex ball tip is fractured off the tip of the handle. The hex ball and shaft tip, although fractured, are not missing any material. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured instrument was returned to zimmer biomet. Attempts have been made and additional information on the reported event is unavailable at this time.